Manufacturer narrative:
Event summary: as reported, when the user viewed the guardia access embryo transfer catheter under a microscope before an unknown procedure they found a white stain on the tip of the catheter. Another device from the same lot was used to complete the procedure. There was no patient contact with this device. Investigation ¿ evaluation: a visual inspection of the returned device and inspection of unused product was conducted. A document-based investigation was also performed including a review of interview personnel, complaint history, device history record, documentation, drawing, the instructions for use, manufacturing instructions, specifications, and quality control data. A device failure analysis was conducted. The transfer catheter only was returned. There was reside noted inside of the catheter. A photo provided by the customer showed residue inside of the transfer catheter that appeared white in color. The device was sent to cook research to have fourier-transform infrared spectroscopy (ftir) testing performed. The ftir test results could not trace the substance noted inside the transfer catheter to any known substances used during the manufacturing process at the supplier (cpt) or cook spencer. Cpt manufacturing personnel also confirmed each device is 100% inspected for occlusion after their manufacturing process. Personnel interviews were also conducted: cook spencer manufacturing personnel were provided with photos of the complaint device. Leadership confirmed that there are no substances that are introduced during the manufacturing process other than 99% ipa and 70/30 ipa . Also, relevant operators on the manufacturing floor were interviewed and confirmed there have been no similar instances based on their experience. Final quality control personnel noted there used to be residual substance noted on hand-tipped catheters. However this issue has no longer occurred for machine tipped catheters. As the complaint product was machine tipped, it is most likely the previous issue is not related. The automatic tipping machine experts were interviewed and confirmed it is unlikely the machine processing contributed inserting foreign matter inside the device. During the automatic tipping process, the machine blows air through the tubing to inspect for occlusions. If the machine detects occlusions, the device is nonconformance by the machine and the device is scrapped. During the automatic process, the devices are inside an enclosed area that is regularly cleaned. Therefore, based on the amount and spread of foreign matter throughout the device, it is highly unlikely the foreign matter is a biproduct of the automatic tipping process. Additionally automatic tipping machine maintenance work orders were 6 months before and after the device manufacturing date (01jun2020 to 01jun2021). There were no work orders related to the foreign matter seen in the complaint device. Personnel from the sterility assurance and the qac provided the pallet information confirming the complaint lot was sterilized. Microbiology could not test the complaint product as it is considered unsterile once the package was opened. Mouse embryo assay (mea) testing was performed on the complaint lot. All test and control embryos were selected randomly from a common pool of freshly collected embryos and were cultured in the same incubator at 37 oc and 5.0% c02. 100 percent of the control embryos developed to the blastocyst stage within 96-hours. 100 percent of the test embryos cultured in the extracted culture medium developed to the blastocyst stage within 96-hours. Limulus amebocyte lysate (lal) testing was performed on the complaint lot. The error for the gel-clot assay is +1- one two-fold diution. Cook requires a pass limit of <20 EU/device. The test article in this assay indicates an endotoxin concentration of <0.03125 EU/device, well within the pass limit. A review of the device history record (DHR) found one non-conformance related to the reported failure mode. The nonconformance report provides the following description: discoloration/staining/debris in-or-on the t.c. Tubing. The devices involved were scrapped prior to distribution. The other complaints are unrelated to the complaints associated with this incident. A review of complaint history records shows three other complaints associated with the complaint device lot. At this time, a definitive source of the foreign matter could not be determined. There is no evidence the presence of this unidentified foreign matter can be traced to a systemic issue. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, when the user viewed the guardia access embryo transfer catheter under a microscope before an unknown procedure they found a white stain on the tip of the catheter. Another device from the same lot was used to complete the procedure. There was no patient contact with this device.